Manufacturer narrative:
(B)(4).

Event description:
(Note: for files that includes both customer's report and medwatch, both reports are combined in entry description; one paragraph for the customer's report and another paragraph for medwatch.): it was reported that heparin drip was started at 1559 at a rate of 1,800 units/hr (36ml/hr) with a volume of 500ml, programmed using device interoperability. The pump and medication were scanned and two nurses signed-off at the computer. The patient went to have a CT scan with heparin infusing. Upon patient's return from CT scan, an ER technician notified the rn that there was an issue with the pump ¿ that it was about to die or had died. Upon assessment, the pump was plugged in and the settings were verified. However the heparin bag was almost empty and fluid was observed pouring into the drip chamber. The rn pushed on the pump door and restarted the infusion, which seemed to slow the drops in the drip chamber. The infusion was stopped at 1735. There was a small amount of fluid left in the bag when event occurred. The patient was given the antidote protamine sulfate 20 to 30 minutes after the event. There was no additional blood work taken. The patient was neurologically intact and status was unchanged. The heparin drip was able to be safely restarted. Received a copy of the customer's sus voluntary event report from FDA which states, ¿heparin drip was ordered hung and double checked by 2rns. It was administered via bd alaris pump and by utilizing the interop function with epic. After 8 minutes. The pump died and the drip was manually restarted. The manual restart was completed accurately and at the correct dose and rate per internal investigation. Shortly after the drip was resumed. The rn noticed that heparin was still programmed into the pump corrected (showed correct dose/rate) but that it was dripping in the IV tubing almost much faster. The entire bag was nearly gone in a short amount of time. The rn stopped infusion and checked that medication was attached/plugged into the pump correctly. It appears that the pump malfunctioned and ram the drip at a much faster rate than what it was programmed to run. The patient required reversal of heparin with protamine in order to prevent harm. Of note, this was one of three similar events submitted with in 60 hours at our same facility. I have submitted medwatch events for those as well".

Event description:
(Note: for files that includes both customer's report and medwatch, both reports are combined in entry description; one paragraph for the customer's report and another paragraph for medwatch.): it was reported that heparin drip was started at 1559 at a rate of 1,800 units/hr (36ml/hr) with a volume of 500ml, programmed using device interoperability. The pump and medication were scanned and two nurses signed-off at the computer. The patient went to have a CT scan with heparin infusing. Upon patient's return from CT scan, an ER technician notified the rn that there was an issue with the pump ¿ that it was about to die or had died. Upon assessment, the pump was plugged in and the settings were verified. However the heparin bag was almost empty and fluid was observed pouring into the drip chamber. The rn pushed on the pump door and restarted the infusion, which seemed to slow the drops in the drip chamber. The infusion was stopped at 1735. There was a small amount of fluid left in the bag when event occurred. The patient was given the antidote protamine sulfate 20 to 30 minutes after the event. There was no additional blood work taken. The patient was neurologically intact and status was unchanged. The heparin drip was able to be safely restarted. Received a copy of the customer's sus voluntary event report from FDA which states, ¿heparin drip was ordered hung and double checked by 2rns. It was administered via bd alaris pump and by utilizing the interop function with epic. After 8 minutes. The pump died and the drip was manually restarted. The manual restart was completed accurately and at the correct dose and rate per internal investigation. Shortly after the drip was resumed. The rn noticed that heparin was still programmed into the pump corrected (showed correct dose/rate) but that it was dripping in the IV tubing almost much faster. The entire bag was nearly gone in a short amount of time. The rn stopped infusion and checked that medication was attached/plugged into the pump correctly. It appears that the pump malfunctioned and ram the drip at a much faster rate than what it was programmed to run. The patient required reversal of heparin with protamine in order to prevent harm. Of note, this was one of three similar events submitted with in 60 hours at our same facility. I have submitted medwatch events for those as well".

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that heparin drip was started at 1559 at a rate of 1,800 units/hr (36ml/hr) with a volume of 500ml, programmed using device interoperability. The pump and medication were scanned and two nurses signed-off at the computer. The patient went to have a CT scan with heparin infusing. Upon patient's return from CT scan, an ER technician notified the rn that there was an issue with the pump ¿ that it was about to die or had died. Upon assessment, the pump was plugged in and the settings were verified. However the heparin bag was almost empty and fluid was observed pouring into the drip chamber. The rn pushed on the pump door and restarted the infusion, which seemed to slow the drops in the drip chamber. The infusion was stopped at 1735. There was a small amount of fluid left in the bag when event occurred. The patient was given the antidote protamine sulfate 20 to 30 minutes after the event. There was no additional blood work taken. The patient was neurologically intact and status was unchanged. The heparin drip was able to be safely restarted.